Event description:
It was reported that a patient's blood glucose levels reached 458 mg/dl, while wearing the pod on the hip/buttocks area between 5 and 24 hours. The adhesive detached from the pod, dislodging the cannula from the infusion site. A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive pad heat welds found no damages or manufacturing deficiencies that would result in the adhesive pad becoming separated from the pod during needle cap removal. During the investigation it was noted that the tip of the hard cannula was damaged. However the damaged needle tip did not contribute to the reported symptom codes.